Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product. The product was replaced and released for use. The DHR nonconformance is not related to the alleged device complaint. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2007. It was reported that during a reprogramming session, some of the patient's lead contacts exhibited invalid impedance readings. It was reported that the surgeon was aware of this issue. The physician decided that no action would be taken at this time since the patient is receiving effective paresthesia coverage. No further information is available at this time.